Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse confirmed the reported issue was with retrospective data only. The patient data was lost due to the customers physio server being full. The reported malfunction was confirmed; the patient data for a patient who suffered a heart attack was missing. The fse confirmed that the philips device did not contribute to the patient event. The retrospective data issues were resolved by reinitializing the customer physio server. The device remains on site and in use.

Event description:
The customer reported there was no communication at the level of the cardio-respiratory monitor. The issue was related to a patient heart attack that the customer wanted assistance in reviewing. The patient had a heart attack.

Manufacturer narrative:
Date of report is (B)(6) 2021. Patient health serious injury/ illness/ impairment (B)(4).

Event description:
The customer reported there was no communication at the level of the cardio-respiratory monitor. The issue was related to a patient heart attack that the customer wanted assistance in reviewing. The patient had a heart attack.